Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 4 years post implantation of a 26mm sapien 3 valve the patient was presented with restenosis. The patient underwent a valve-in-valve with a 26mm sapien 3 ultra valve in the aortic position with great result. There was a mean gradient of 8, no pvl. The cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the fcs, approximately 4 years post implantation of a 26mm sapien 3 valve the patient was presented with restenosis. The patient underwent a valve-in-valve with a 26mm sapien 3 ultra valve in the aortic position with great result. There was a mean gradient of 8, no pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: health effect - clinical code, device code(s), type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, dimensional analysis, or functional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A lot history review was unable to be performed due to serial number unavailability. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The information for use (IFU) provides guidance for potential adverse events. Potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "stenosis" was unable to be confirmed. A risk management documentation review was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on patient screening and post procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in additional intervention (percutaneous). The complaint for "stenosis" was unable to be confirmed. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. Additionally, as noted that patient had ckd (chronic kidney disease) stage 3. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Valvular lesions caused by rheumatoid arthritis have been for a long time. The valves may be affected by unspecific inflammatory changes or, specifically by rheumatoid granulomas identical with subcutaneous nodules that lead to the malfunctioning of the aortic or mitral valve. Based on the limited information provided, the root cause for the valve stenosis approximately 4 years 10 months post valve implant could not be determined but may be related to the patient's co-morbidities (ckd and rheumatoid arthritis) and/or progression of the pre-existing valvular disease process.